Manufacturer narrative:
Additional MFR narrative: according to the received information, this case seems linked to a vascular skin occlusion. Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
This case occured outside of the USA, in australia. According to information received, a nurse injected a patient with teosyal rha 4 (1.2 ml) into cheeks on (B)(6) 2023. It was reported that following the injection, the injector noticed a vascular occlusion potentially to the infra-orbital foramen in the right mid-cheek, of severe intensity. On the same day, an emergency protocol was put in place with the injection of 10 vials of hyalase via needle and cannula in the affected area and its surroundings, over a 8 hours period. According to the pictures, the patient developed a bruise on the eyelid following the hyaluronidase administration. The patient did not report any visual disturbance. Following this initial report, this case has been assessed as reportable to the health authorities. The next day, on (B)(6) 2023 in the morning, 2 additional vials of hyalase were administered to the patient. The vascular damage improved over 24 hours and the patient was monitored for the next 6 hours. According to our latest information received on 17-jan-2023, we were informed that the patient was now being monitored by a local doctor since (B)(6) 2023, and according to him, all symptoms had almost disappeared. No more hylase was required since the patient situation had improved. However the patient is now having regular led treatments daily to improve the inflammation and bruising from the hyalase injection. A steroid cream was also prescribed by the local doctor. Thus the case is considered closed as is.